Manufacturer narrative:
A review of the results and further testing by the healthcare professional demonstrated 3 pts samples may have given a false negative result. On 23rd january 2016, (B)(4) were given the following info: pt 1: (B)(6), female, MDR number: 3004859032-2016-00001. Pt 2: (B)(6), female, MDR number: 3004859032-2016-00002. Pt 3: (B)(6), female, MDR number: 3004859032-2016-00003. MDR 3004859032-2015-00002 was raised following the complaint. The report has been ongoing as the investigation required further info from the customer.

Event description:
(B)(4) was informed on september 14, 2015 that 2 batches of bond oracle her2 ihc system - product code ta9145 (lots 27595 and 20871) were used for testing pt samples.